Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. A trend related investigation was performed; no trend could be identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional initially reported that the consumer experienced a burning and stinging sensation in the right eye. The consumer visited a doctor and was diagnosed with a burn in the right eye. Upon receiving additional information, it was revealed that the consumer had soaked their contact lenses in solution overnight for more the six hours and then inserted them in the morning, which caused the burning sensation and made it difficult to open the eye. The consumer then consulted an online doctor and told that consumer had an infection and was prescribed tobramycin. However, the drops could not help. The consumer was subsequently referred to an ophthalmologist by their family doctor, who diagnosed the consumer with hyperemia of the conjunctiva, conjunctival edema, conjunctivitis and superficial punctate keratitis infection on the upper and lower part of the cornea, leading to impaired visual acuity. The ophthalmologist prescribed a five percent solution of chloramphenicol. The consumer has not worn contact lenses since the incident. The current status of consumers eye was symptoms improved at the time of this report. No additional information had been requested at the time of this report.